Event description:
Event description guidant received information that this defibrillation lead exhibited inappropriate shock therapy and low impedance measurements. The physician elected to explant the device. During explant, the lead was observed to be fractured.